Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cuts in several parts of the communication cable during leak test/camera button panel is worn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure and mechanical blockage of the adapter due to corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cuts in several parts of the communication cable during leak test/camera button panel is worn. There was no patient involvement.